Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the physician believed the from a medical record review that the patient had a metabolic issue and does not believe that the cause of death was related to the ipg or therapy. The patient was a participant in the post approval clinical surveillance product surveillance registry.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The patient had been experiencing weakness, lethargy with shortness of breath, hypotension and bradycardia. The implantable pulse generator (ipg) was interrogated and reprogramming was done. A chest x-ray showed interstitial congestion. Patchy opacity at the left lung base which may have been atelectasis and/or pneumonia.